Event description:
It was reported that a report received via merlin.net evidenced the patient received one delivery of inappropriate therapy for an atrial arrhythmia. The patient was brought into clinic and programming adjustments were made. The patient was stable during and after the adjustments.

Manufacturer narrative:
Correction: manufacturer report 2017865-2018-32570 should not have been reported as a medical device report as the product has not been approved by the FDA and is part of an investigational device exemption.